Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. The final ballooning procedure with a cook balloon inside the ipsilateral leg caused the iliac and graft rupture. The computed tomography angiography showed contrast from the prosthesis into abdomen. The pt underwent a laparotomy procedure and reintervention using the contralateral leg component. It was reported that the cause of rupture was a calcified plaque. The pt tolerated the procedure. No further info is available.

Manufacturer narrative:
The review of the mfg paperwork is being conducted.